Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open during efaa was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During pre-deployment establishing final arm angle (efaa), the second clip could not hold the lock and continuously opened to approximately 45 degrees. Troubleshooting was performed unsuccessfully three times. The clip was removed, and another mitraclip was selected. The clip was implanted successfully. The final mr was grade 1. There were no adverse patient effects or clinically significant delay reported.